Event description:
It was reported that the patient presented for a generator change procedure. It was noted that the right ventricular (rv) lead exhibited high capture threshold. The physician capped the rv lead on (B)(6) 2026. The original right-sided system was programmed off, and a new system with a new rv lead was implanted on the left side. The patient was in stable condition.